Event description:
It was reported that a patient who underwent a spaceoar and fiducial markers placement, along with the administration of an anesthetic, developed urticaria-like symptoms and widespread redness after 2-3 days after the hydrogel implantation. There were no underlying health concerns noted prior to the procedure, the patient reported no history of allergies or previous allergic reactions. The patient was monitored for a week after the procedure and received treatment from a dermatologist, including a cream and antibiotics to suppress the urticaria. Despite this treatment, the symptoms persisted for the entire week. After one week, the patient's symptoms resolved; however, redness remained widespread over the body. It was reported that the patient's radiation treatment was delayed until the redness resolves. Per the complainant, although the specific cause of the allergic reaction is unknown, it was suspected that something procedural may have triggered it. The reaction did not occur immediately after the procedure but rather with a time lag, suggesting a delayed allergic response. While the timing of the reaction in relation to the procedure was recorded, identifying the specific cause remains unclear. The patient received the anesthetic, hydrogel, and a fiducial gold marker implant simultaneously, making it difficult to determine the cause.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0402 is being used to capture the reportable event of hypersensitivity/allergic reaction.